Manufacturer narrative:
The device was received and evaluated by this MFR. The engineering by this MFR. The engineering revealed a pin-hole leak in the proximal portion of the balloon. It was indicated this device was used in an extremely calcified occluded lesion which co believes contributed to this event and do not attribute it to the device. Co's directions for use state: "in percutaneous transluminal angioplasty, not recommended for use in totally occluded vessels where a guidewire is unable to pass intraluminal calcifications, cul-de-sac lesions, soft thrombi or ulcerative lesions that may be a source of peripheral embolization. F11- date manufacturer initially forwarded report to FDA.

Event description:
A balloon developed a pin-hole leak during a superficial femoral angioplasty procedure of an extremely calcified and occluded lesion. Results were satisfactory and the procedure was completed successfully. There were no pt complications involved. The device has not been received. Therefore, no failure analysis was available. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a clacified lesion. It was indicated this device was used in an extremely calcified occluded lesion which co believes contributed to this event and does not attribute it to the device. However, without evaluating the device, co is unable to determine the exact cause for this event. Directions for use state: " to prevent balloon rupture, the recommended balloon inflation pressure should not be exceeded."